Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was failure of the ez io drill during cardiac arrest case. The drill, sn (B)(4), initiated the interosseous attempt, and then lost power to the extreme that it could not spin the needle quickly enough to penetrate the bone. Three attempts yielded the same result. Another drill was used to complete the insertion successfully on the first attempt. The light on the back of the drill was green this morning on daily inspection and remained green on the call even when it was not working. The patient's condition is unknown at this time.